Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 500 mg/dl. Customer stated that her insulin pump had multiple no delivery alarms. Customer stated that at the time to remove her infusion set from her body the infusion set cannula was bent prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Please see also MFR report number 3004209178-2013-90986.